Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for a tibial shaft fracture. The patient was a 40-year-old woman of good build, and the surgeon wanted to insert a nail with a diameter of at least 10mm, so the surgeon reamed to 11mm and inserted the nail. However, the insertion became too tight during the process, so the nail was removed once, the bone was reamed again to 11.5 mm, and an attempt was made to reinsert the nail. At that time, a scrub nurse noticed that the polymer inlay was protruding slightly from the distal tip of the nail. The polymer inlay came off when pulled with a kochel, so the nail was reinserted with no polymer inlay at the tip of it. The surgery was completed successfully within thirty (30) minutes delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) tibial nail-advanced / 10mm 300mm / sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tibial nail advanced ø10 l300 [04.043.220s/490p131] was found broken from the proximal inlay, most likely the fell apart allegation is on consequence of the broken condition. The broken fragments of the proximal inlay was not returned, the tibia nail and the distal inlay are missing. A dimensional inspection was not performed due to post manufacturing damage. A potential cause cannot be established with the provided information due to be a multifactorial issue. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø10 l300 [04.043.220s/490p131] would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. H3, h4, h6: device history record (DHR) review conducted: a manufacturing record evaluation was performed for the finished device product code : 04.043.220s lot number# 490p131 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 01/12/2021, manufacturing site:jabil bettlach, expiry date:01/11/2031. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.